Event description:
Discovered that when the volume and duration are changed at the same time, the pump automatically increases (drastically) the rate and volume infused. This phenomenon has been duplicated on several different pumps with low and higher volumes.